Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that a german patient had developed a red, itchy rash all over his body. It's noted that it might be a side effect of a medication that he's taking. The patient was prescribed an ointment, betagalen, from his doctor. During a follow-up, it was reported that the patient's irritation improved after using the prescribed betagalen ointment.